Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infection, urinary problems, bowel problems, recurrence, vaginal scarring, organ perforation, emotional distress, and a product problem. It was also reported by the plaintiff that the plaintiff experienced perforation, severe constipation, hematuria, and erosion. The mesh was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as chronic obstructive pulmonary disease. Related to MFR#: 3011770902-2016-00093.